Manufacturer narrative:
No product is expected to be returned.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because display issue was not resolved with troubleshooting. Replacement products were sent to the patient.